Manufacturer narrative:
(B)(4).device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a angioplasty treatment procedure, a balloon ruptured occurred. The 75-80% stenotic lesion was located in the mildly tortuous and non calcified proximal superior vena cava artery (svc). The physician advanced the 16-4/5.8/75 xxl balloon to the lesion and on the first inflation, inflated the balloon to 6 to 8atms for one to two seconds and the balloon ruptured. The rupture occurred at the level of the right innominate vein and the target lesion. During withdrawal, the balloon got caught on the sheath and sheared a piece of the balloon off. The physician retrieved the fragment. The procedure was completed with this device. No complications were reported and the patient's status was stable. However, twelve days post procedure the patient presented with recurrent facial swelling and it was discovered by CT scan that there was a fragment at the level of his svc stenosis. The fragment was retrieved via the common femoral vein with a snare. No complications were reported and the patient status is ok.